Event description:
It was reported that during priming with a prismaflex m100 set, an external fluid leakage from the drain bag was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available for evaluation, however, photos and a video were provided. Their visual inspection observed an external fluid leak from the drain bag near the stopcock. The reported condition was verified. The cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.